Manufacturer narrative:
Section a5: correction. Section a6: correction. Section b1: corrected. Section b2 (date of death): corrected. Section b3: corrected. Section d1: corrected. Section d4 (catalog number and primary unique device identification (UDI) number): corrected. Section h6 (medical device problem code): corrected manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal a device related issue that would have contributed to the reported events. The cause of the reported bleeding around the apical cuff-pump juncture could not be determined. A direct correlation between (B)(6) and the reported events and patient outcome cannot be conclusively established through this evaluation. The pump was returned assembled with the pump cable intact and connected to the modular cable at the in-line connector. The outflow graft and outflow graft bend relief were returned secured to the pump cover outlet port. The apical cuff was returned secured with the cuff lock engaged. The device appeared to have been exposed to a fixative agent post-explant. Upon disassembly of the returned device, examination of the pump blood-contacting surfaces found depositions of coagulated fixed blood in the inflow cannula, pump cover, rotor, rotor well, and outflow graft. The depositions were soft, unstructured, and appeared consistent with the low/stagnant flow following the end of pump support. There were no developed or adhered depositions or thrombus formations along the blood-contacting surfaces. Visual inspection of the cuff lock assembly, sealing ring, and apical cuff found no evidence of damage or defect that would have contributed to the reported event. After cleaning, dimensional analysis of the cuff lock, sealing ring, motor cap, and apical cuff hardware found the components to be within manufacturing specification. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Although the cause of the reported blood leak could not be determined, a corrective action has been opened to further investigate leaks at the pump/cuff connection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding, stoke, hemolysis, sepsis, multiple organ dysfunctions/failures, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolisms as a potential late post-implant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. In addition, several sections of the heartmate 3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19 mar 2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported by the doctor that during the implantation, they had to address some bleeding around the apical cuff-pump juncture. The doctor believed that some air entered into the patient's heart, however, they stated that it was not a demise of the patient. The doctor also stated that they did use some coseal agent to address the bleeding along with additional sutures. The patient was transferred to the intensive care unit (ICU) and had a computed tomography (CT) scan for suspicion of cva. The CT apparently demonstrated embolic cva. The patient had bacteremia pre-operatively, including hiv (human immunodeficiency virus). The patient also had bi-ventricular failure as well as hemolytic anemia post operatively. On 27mar2024, it was stated that the patient passed away on (B)(6) 2024. Their post operative course was complicated by intravascular hemolysis, multifocal strokes and seizures, right ventricular (rv) failure, renal failure (requiring continuous veno-venous hemofiltration), gastrointestinal (gi) bleeding, septic shock, and multisystem organ failure. It was additionally reported that the source of the sepsis was worsening leukocytosis with negative blood cultures. The patient had a history of staphylococcus epidermidis bacteremia and a component of vasodilatory shock. It was noted that the patient was on vasopressors, had continuous veno-venous hemofiltration (cvvh), antibiotics, mechanical ventilator support, inotrope support, and keppra (levetiracetam)/ativan (lorazepam) for postop seizures prior to their death. The events were not thought to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a cerebral vascular accident (cva) post device implantation. An initial computed tomography angioplasty was performed without cva, and the site noted that they were unable to get a magnetic resonance image (MRI). A repeat cta scan showed multiple evolving subacute infarcts, and the cva was identified as embolic. The patient experienced myoclonic jerking and was unable to move extremities. The patient was ongoing in the intensive care unit.